Event description:
It was reported that the guide wire went subintimal without tactile feedback and caused pericardial effusion; however, there was no tamponade. The guide wire did not cross the lesion as it was a chronic total occlusion (cto) of the right coronary artery (rca) and the lesion was very soft and the vessels were fragile. There was no intervention needed to treat the perforation. In this case, the physician went subintimal and felt the guide wire was responsible due to the loss of tactile feel. Although there was pericardial effusion, there was no tamponade and it was confirmed that no medical intervention was required. However, based on this physician's opinion about the loss of tactile feel with the guide wire in the pt anatomy, the outcome could have been much more severe in which medical intervention may have been necessary. Therefore, based on this specific case detail and physician comment, this will be conservatively filed. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was not provided. A f/u will be submitted with all relevant info.